Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause for the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01423 / 01424).

Event description:
It was reported the patient underwent an initial total knee arthroplasty on (B)(6) 2016. During the procedure, the tip of the hex-screwdriver fractured off in to the femoral adaptor. The tip remains implanted in the component. No procedure is planned for removal of the fractured piece.